Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "poor cutting" (failure to cut). The nurse reported poor cutter performance during surgery. The probe was switched out and the case was completed as planned. No patient injury was reported.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).